Event description:
Reporter indicated the patient had vns generator replacement surgery performed on (B)(6) 2013 due to ¿poorly functioning vns¿. The generator was later received for analysis on (B)(6) 2013 with paper work indicating the reason for replacement was ¿poorly functioning vns¿. Analysis of the generator conformed normal device function. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
Reporter indicated a patient was currently having increased seizures above pre-vns baseline, and vns generator replacement surgery was planned. No other interventions are planned. Nothing precipitated the seizure increase, and only one seizure type (not specified) is increased. The seizure increase is attributed to the vns "battery wearing down." The vns is not at end of service. Surgery is planned, but has not occurred to date.